Manufacturer narrative:
One medfusion pump was received with the top case cracked in the front and the plunger head had contamination. The event history log was reviewed and there was a force sensor test error in the history. The startup test was conducted and the reported force sensor test issue was able to be duplicated. The plunger head seal was missing. The issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The plunger head was full of contamination and all parts of the plunger head will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: force sensor test and a missing syringe holder on the top case of the pump. There was no reported adverse event.